Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown), the display blinked off, then came back on when the clinician pushed "shock". The clinician then changed leads and pushed "sync" and the device displayed "defib fault 72" on the display. There was no adverse effect to the pt as a result of the reported malfunction.